Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in used condition. The device showed some slight evidence of fluid ingression. The customer reported product problem was verified. The device gave error code lec 1872 after it was powered up. A review of the event history log also confirmed the product problem. The motor was replaced to correct this issue. The root cause of the error code was not established.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited an error on the screen and had to be shut off and on continually, to get it to work. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.